Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced atrial fibrillation (af) however the implantable cardiac monitor (icm) did not show that the patient was "currently in atrial fibrillation (af)". It was further reported that the device experienced potential undersensing. The device was reprogrammed but remains in use. No patient complications have been reported as a result of this event.